Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false negative vitros benz results (85 ng/ml) were obtained from a non-vitros biorad reactive control and from a vitros drugs of abuse testing performance verifier (dat pv) ii fluid using vitros benz reagent lot: 1523-59-9574 on a vitros 5600 integrated system. Biorad liquichek urine toxicology low opiate reactive control, lot: 72650 benz results of 85 ng/ml (x6) (negative) vs. The expected results above the vitros benz reactive cutoff of 200 ng/ml. Vitros dat pv ii l9582 benz results of 85 ng/ml (x13) (negative) vs. The expected results above the vitros benz reactive cutoff of 200 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The false negative vitros benz results of 85 ng/ml were obtained from non-patient samples, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).

Manufacturer narrative:
The investigation concludes that false negative vitros benz results (85 ng/ml) were obtained from a non-vitros biorad reactive control and from a vitros drugs of abuse testing performance verifier (dat pv) ii fluid using vitros benz reagent lot: 1523-59-9574 on a vitros 5600 integrated system. The assignable cause of the event was an instrument performance issue. Vitros benz within-run precision testing used to assess the performance of the vitros benz reagent on the vitros 5600 integrated system was outside of acceptance criteria. An ortho field engineer (fe) went on site and replaced the sample metering pump assembly and the pump z movement guide. In addition, the fe performed multiple adjustments to the to the uia, cuvette and cuvetip assemblies. The results of a post-service vitros benz within-run precision test were within the acceptance criteria, indicating that service actions performed by the ortho fe resolved the issue.